Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefazolin, ceftazidime and amikacin for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was stopped and re-introduced. The cause and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The same day as the event onset, the patient was hospitalized due to the event. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.